Event description:
Related manufacturer reference number: 2017865-2019-11995/2017865-2019-11997. It was reported that a patient suffered an infection. The device was protruding through the skin. The whole system was explanted. No re-implant was done. The patient was stable.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.